Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that it was impossible to activate the trocar after using the new sleeve. There was no pt consequence.

Manufacturer narrative:
Tracking #.45471. D5,6; h4: info not available, device not returned for analysis.